Manufacturer narrative:
Date sent: 09/04/2007. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure speed and coagulation was not good. The surgeon used a new device to finish the procedure. There was no pt consequence.